Event description:
It was reported the device was presented with a speaker malfunction error message and there is no sound coming from the device. The device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
The remote service technician spoke to the customer and arranged the device to be sent in to bench for repair. A philips bench repair technician (brt) evaluated the device and confirmed that the device speaker had no sound. The brt replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer.